Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that catheter break occurred. An angiojet solent omni catheter was used in a thrombectomy procedure. During unpacking, the device rolled up and stretched and was discovered that the catheter had a broken metal. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device returned to boston scientific for analysis. The product return contained an angiojet solent omni. The assembly, supply line, shaft, saline supply and tip were all visually examined for potential damage. The supply line showed a break in the hypotube at 118cm from the manifold. A functional test was performed. The pump was placed into the ultra drive console and the device primed with no complication. The device was run for a total time of 90 seconds in thrombectomy mode. The device went under the pressure range. Due to this, a functional test cannot be performed. E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that catheter break occurred. An angiojet solent omni catheter was used in a thrombectomy procedure. During unpacking, the device rolled up and stretched and was discovered that the catheter had a broken metal. The procedure was completed with another of the same device. No patient complications were reported.